Event description:
The customer reports 2 leaks noted at the venous luer connection of the dialyzer to the venous blood line during pt treatment. The customer reports noting a hairline fracture in the luer connection of each dialyzer at this time. The customer reports no leak noted during saline prime of dialyzers. The customer reports no pt injury.